Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Unspecified rv lead damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated the right atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise resulting in oversensing and lead damage were confirmed. As received, a partial proximal portion of the lead was returned in one piece. An external insulation abrasion was observed proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported events was isolated to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.